Manufacturer narrative:
(B)(4). A visual assessment was performed. The device was in closed/retracted position when received with no jaws/prongs visible extending out of the sheath distal end. The outer sheath and black heat shrink had been detached at the blue heat shrink / strain relief. The exposed section of inner sheath had been twisted/kinked. The sheath had been collapsed. The handle cannula was visible through the handle. A torque mark was present on the handle cap, indicating proper torque during assembly. A functional evaluation was performed. The handle moved freely in both directions. The jaws/prongs could not be opened due to the detached sheath. The handle luer was detached to allow removing the wire from the sheath. The grasper prongs had been detached from the wire s/a. Adhesive residue was present on the distal end of the wire. The handle cap was removed; the cap was tight. The handle cannula was noted to be flush with the end of the pinch vise, which meets specification of flush at minimum. The investigation was consistent with the event that the handle detached, however it also showed that the grasper prongs had detached. It is most likely that the defects noted were due to some aspect of device handling. During manufacturing, the devices are 100% inspected for functionality/integrity. Based on all gathered information, the most probable root cause is handling damage. The device history record (DHR) review found that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a graspit retrieval basket was used in a percutaneous nephrolithotripsy procedure performed (B)(6) 2016. According to the complainant, during preparation, it was observed that the tip of the handle of the graspit device detached, but was still attached to one end. The procedure was completed with another graspit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation result that the grasper detached/separated from the device.